Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was performed and the display returned. The customer's blood glucose level was 52 mg/dl. They treated their low blood glucose with a glucose tablet. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.